Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6)2016, ventricular sensing integrity counts up to (B)(6); double counting of r-waves was noted.

Event description:
It was reported that a lead alert triggered for oversensing on the right ventricular lead. The lead was reprogrammed and subsequently explanted and replaced. It was also thought that there was a grommet/setscrew problem on the device causing a sensing/detection problem. The device was reprogrammed. No patient complications have been reported as a result of this event.